Event description:
Information received from the field notes that during a routine follow-up, the device was found in back-up mode. A software download was unsuccessful. Therefore, the device was replaced. The patient had no complaints.